Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that during time and date set up they noticed that up button seemed to be sticking. The customer's blood glucose level was unknown. Customer was pressing it once and it would jump up two spaces. Walked customer through time and date set up and ensured she was pressing button once and it would jump twice. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was not moving with no input. Customer stated pressing menu button took them to the menu screen. Customer stated using the up arrow allowed them to navigate screens. Customer stated using the down arrow allowed them to navigate screens. They stated that the up arrow registered two presses when she only pressed button once. Customer stated the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed.